Event description:
Customer stated, they were having recovery issues with patient sodium results and gave the following examples (initial sodium result/repeat sodium result in meq/l).132/138. No adverse events were reported by the account. The field service rep found the rinse nozzle was misaligned and repaired the instrument be realigning the nozzle.

Event description:
Customer stated, they were having recovery issues with patient sodium results and gave the following examples (initial sodium result/repeat sodium result in meq/l).130/138. No adverse events were reported by the account. The field service rep found the rinse nozzle was misaligned and repaired the instrument be realigning the nozzle.

Manufacturer narrative:
Patient demographics listed in the case.

Event description:
Customer stated, they were having recovery issues with patient sodium results and gave the following examples (initial sodium result/repeat sodium result in meq/l).131/139. No adverse events were reported by the account. The field service rep found the rinse nozzle was misaligned and repaired the instrument be realigning the nozzle.

Event description:
Customer stated, they were having recovery issues with patient sodium results and gave the following examples (initial sodium result/repeat sodium result in meq/l).130/139. No adverse events were reported by the account. The field service rep found the rinse nozzle was misaligned and repaired the instrument be realigning the nozzle.

Event description:
Customer stated, they were having recovery issues with patient sodium results and gave the following examples (initial sodium result/repeat sodium result in meq/l).129/141. No adverse events were reported by the account. The field service rep found the rinse nozzle was misaligned and repaired the instrument be realigning the nozzle.

Event description:
Customer stated, they were having recovery issues with patient sodium results and gave the following examples (initial sodium result/repeat sodium result in meq/l). 134/140 no adverse events were reported by the account. The field service rep found the rinse nozzle was misaligned and repaired the instrument be realigning the nozzle.